Event description:
It was reported that a revision surgery occurred due to lateral patellaosteophyt with femoropatellar impingement of the left knee - patella resurfacing. Additional information has been requested.